Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was connected to the iabc luer. The bladder was fully unwrapped. The proximal hemostasis cuff was noted disconnected from the iabc bifurcate. The iabc central lumen was noted bent at approximately 6.9cm and 24.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute. The fos sc connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The proximal hemostasis cuff was reconnected to the iabc bifurcate without any difficulty. No loose connection was noted. The iabc was leak tested. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 7cm and 24.5cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. An nc was initiated on lot 18c25k0139 for "insufficient cure time"; the lot was released per procedure. This is not relevant to the reported complaint. Corrective action is not required. The reported complaint that the "device seemed to have slid out" is confirmed. During the investigation, the proximal hemostasis cuff was noted disconnected from the iabc bifurcate. The hemostasis cuff disconnection could allow the iab catheter to migrate. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the hemostasis cuff disc onnection. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "patient postop CABG with iabp in place. While repositioning patient, iabp noted to have slid out several centimeters. App notified and to bedside, pump stopped and removed by app. Patient remained hemodynamically stable through event. Labs remained stable following event. Of note, all sutures were still in place/intact, but device seemed to have slid out within sheath. Iabp had been repositioned earlier in shift - unclear if this contributed to event". No report of patient harm or injury.